Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during a routine in-clinic follow up, a check left ventricular (lv) lead message was observed due to a low intrinsic amplitude measurement less than 3.0 millivolts (mv). Additionally, the patient experienced diaphragmatic stimulation and the lead exhibited pacing impedance measurements ranging from 1,000 to 3,000 ohms. Boston scientific technical services (ts) discussed troubleshooting and programming options. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured 436 millimeters (mm) from the lead tip. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences.

Event description:
Additional information was received that this lv lead and cardiac resynchronization therapy defibrillator (crt-d) continue to exhibit high out of range pacing impedance measurements greater than 2,000 ohms. The programmed lead configuration was changed to ring to can and pacing impedance measurements were noted to be 1,000 ohms. The physician will continue monitoring. No adverse patient effects were reported. This product remains implanted and in service.

Event description:
Additional information was received that an x-ray was performed and revealed a lead fracture. An invasive procedure was performed. The lead was explanted and replaced. No additional adverse patient effects were reported.